Manufacturer narrative:
Doctor's notes from a follow up only were received. There is no confirmed history of infection related to our product. We are unable to confirm if the infection was caused by our device, as patient/caregiver failed to follow instructions for use as they were using absorbent products with the device, and the cause is not established. Hospitalization is also not confirmed.

Event description:
Patent was a new user (around (B)(6) 2019). Patient's wife reported that he was in the hospital for uti on (B)(6) 2019. Hospital notes were requested multiple times, but not received. Doctor's notes were requested and received instead on (B)(6) 2019. The notes were dated (B)(6) 2019 for follow up of urosepsis and antibiotic use. Notes mention he is doing much better and has urinary incontinence due to dementia. Diagnosis is listed as acute cystitis with hematuria. Notes mention that when he is back to base line he can continue with external catheter, monitor mental status, and look for signs of reoccurrence.